Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the product tank was leaking. Additional malfunctions include the heat exchanger was leaking, the pvc was discolored, the hose clamps were leaking, the tie wraps were leaking, and the sieve beds were saturated.